Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was practicing padel. It was noted by the field this was not the first time the patient has had an inappropriate shock and compared the recent episode to previous episodes where heart rate (hr) increases and the qrs morphology changes resulting in the device double-counting. It was also noted the patient has had ventricular tachycardia (vt) with appropriate shocks in the past. The patient is being brought into clinic for follow-up, and technical services (ts) was consulted to provide any recommendations or insight prior to the appointment. Ts reviewed available data, recommending the field check if the health care professional (hcp) considers the recent episode as appropriate or inappropriate. Ts noted episodes from 200 had a similar morphology and recommended checking for possible change in medication or medication missed. Ts also recommended verifying with the hcp if an electrophysiology (ep) study was ever done and what the patient's indication for a s-ICD system is. Programming and troubleshooting recommendations were discussed at length as well as a thorough data review. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.